Manufacturer narrative:
H11: complaints database analysis revealed no similar event since unit installation nor concerning trends about the reported failure. Based on investigation findings, the root cause of the reported issue is associated to the motor bearing damaged by the corrosion due to environmental conditions in which the pump worked. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service engineer was dispatched the customer and confirmed the issue. To solve the problem, the circulator motor, patient pump 2 and distribution board replaced. Unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during service, the 3t heater cooler displayed alarm e06 (pump 1 uses too much power) and e21 (pump 3 uses too much power). There was no patient involvement.